Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed threshold suspend at 70 mg/dl but her blood glucose level was 36 mg/dl. Customer treated her blood glucose level with food. Her blood glucose level dropped 70 points from 106 mg/dl to 36 mg/dl in about 30 minutes. The device was not returned.